Event description:
It was reported that after the iab was inserted, the user was unable to inflate/deflate the balloon. Because of this, the iab was removed and replaced. There were no associated pt complications.